Event description:
The customer states the joystick sporadically turns on and off on its own. The customer also states the chair moved on its own once where the customer had gone to bed and when he woke up the chair was up against the wall. There were no reports of injury.